Manufacturer narrative:
During predilation of the lesion with a cordis aviator plus balloon, with an angioguard in place, the patient developed transient right sided weakness secondary to no-flow in the internal carotid artery. The patient's symptoms quickly resolved once nitro was given and an aspiration catheter was used. The patient did not have any residual deficits at the completion of the case. According to the physician, "I do not consider this angioguard related, rather a known response that can occur with balloon angioplasty of the ica." The patient's medical history includes hyperlipidemia, coronary artery bypass graft (CABG), coronary artery disease, myocardial infarction and hypertension. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion and symptoms such as transient weakness. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. This is one of two products used during the same procedural setting. Please reference MFR. Report #s 1016427-2011-00036 and 9616099-2011-00298.

Manufacturer narrative:
Additional information received from the (B)(4) study states that the lot number for the first angioguard used is unknown. The correct lot number for the product involved with the adverse event is (B)(4) / lot # 71210506. The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.

Manufacturer narrative:
Cc updated with device history review: it was reported that prior to the procedure while prepping an angioguard filter, the tear away outer sheath became detached from the shaft. Another device was opened and used during the procedure. During pre-dilation of the lesion with a cordis aviator plus balloon, with an angioguard ((B)(4)/ lot 71210506) in place, the patient developed transient right sided weakness secondary to no-flow in the internal carotid artery. The patient's symptoms quickly resolved once nitro was given and an aspiration catheter was used. The patient did not have any residual deficits at the completion of the case. According to the physician, "I do not consider this angioguard related, rather a known response that can occur with balloon angioplasty of the ica." The patient's medical history includes hyperlipidemia, coronary artery bypass graft (CABG), coronary artery disease, myocardial infarction and hypertension. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion and symptoms such as transient weakness. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.

Event description:
As reported by the (B)(4) registry, after predilation of the lesion with a cordis aviator plus balloon, with a 6mm angioguard in place, the patient developed transient right sided weakness because of no-flow in the ica. The patient's symptoms quickly resolved once nitro was given and an aspiration catheter was used. The patient did not have any residual deficits at the completion of the case.